Manufacturer narrative:
Based on the available information, this event is deemed to be a Reportable Malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.

Event description:
It was reported that the patient faced an event where infusion set tape was not sticking due to sweat and heat on (b)(6) 2026.